Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic some time after the implantable cardioverter defibrillator was implanted. Signs of infection were discovered. The patient was put on antibiotics for 6-8 weeks, which appeared to treat the infection. The infection re-emerged a month later, so the physician elected to explant the ICD on (B)(6) 2019. The physician believed the pocket may have been contaminated during the implant procedure. The patient was stable and will be monitored until the infection clears before deciding to re-implant the device.